Event description:
It was reported that outside of surgery the device was overheating and then stopped working. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Foreign - event occurred in italy. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted